Event description:
It was reported that during a surgical procedure, the router broke. No further information was available.

Manufacturer narrative:
The reported event, for router breakage, was not confirmed as the router was not returned for evaluation. Without the router, the root cause cannot be determined.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, the router broke. No further information was available.